Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Insulin was squirting out during manual prime. Customer wanted to get the settings for the new device. Customer did not complete troubleshooting. Customer will not be returning the device for analysis.